Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of repeated use (nicked or gouged) and a section of the lever has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a design issue and has been addressed by CAPA. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial plate can no longer be fixed to the handle, due to fracture of the safety pin. There are no particles left in situs, the handle is complete, as the handle was fractured during the surgery-preparation during the functional test. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.